Event description:
It was reported that patient experienced "pain despite ongoing adaptation/adjustments of pain therapy/medication. Patient was admitted to "x-ary and mrt with suspected catheter-disconnection". Catheter malposition was diagnosed and catheter was replaced. No further details were known. Drugs delivered via the device were prialt 19.022mcg/24hr and sufenta 45mcg/24hr, started on 2009-(B)(6). It was also noted by the healthcare provider on 2011-(B)(6) that "event was possibly related to prialt".

Event description:
Additional information: it was later reported that the drugs prialt and sufenta were started on (B)(6) 2009 and not on (B)(6) 2009 reported previously. The dates of the event were not clear per the source report: hospitalization dates were noted as (B)(6) 2010 and the date of onset was noted as (B)(6) 2010; event outcome was noted as recovered on (B)(6) 2010. It was further reported that patient underwent "a planned catheter-revision after catheter was disconnected" with the date of onset as (B)(6) 2010. There were no patient complications and event outcome was noted as recovered as of (B)(6) 2010. Per the source report, no further details were known, no lab reports were available. As of 2011/11/02, per the hcp this event was not related to prialt. It was; however, noted that "on (B)(6) 2010, patient had a catheter-revision (that was previously reported as replaced)." It was indicated that the patient was receiving ongoing medications (hypnotics, anti-depressants, antihistamines, relaxants ace-blockers) with start dates of (B)(6) 2008, however, "these were not confirmed by the patient."

Manufacturer narrative:
Catheter model: unk, serial/lot #: unk, implanted on: unk, explanted on: unk.